Event description:
The facility reported an infusion pump with a failure code 807:00. The hosp representative stated that no pt incidents have been reported since the last baxter service event. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use.